Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the cdh25 instrument could not staple and did not cut the half circle of the tissue properly. Another instrument was used to complete the case. There was no consequence to the pt.